Manufacturer narrative:
Product ID 37744, serial# (B)(4); product type programmer, patient product ID 37754, serial# (B)(4); product type recharger product ID 3777-60, serial# (B)(4), implanted: 2012 (B)(6); product type lead product ID 3777-60, serial# (B)(4), implanted: 2012 (B)(6); product type lead (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported the patient had scs placement. It was reported perioperative antibiotics were administered. It was noted the date of onset of the infection was 2012 (B)(6). It was logged there was redness, drainage, and pain. It was then reported the primary location of infection was the lumbar region and there was not a culture obtained. It was noted oral antibiotics were taken and the infection was resolved. It was logged the patient had diabetes before the implantation of the device.

Event description:
It was reported that after implant, the patient got an infection in the spot in her back by incision. It was stated that it took a while to get healed, about 2-3 months. It was noted that the patient was "a warm person" and infection could have been bad bacteria. Additional information has been requested but was not available as of the date of this report. When received, a supplemental report will be submitted.